Event description:
It was reported by the customer that their insulin pumped had alarmed weak battery and had moisture damage. During troubleshooting, customer stated the batteries had leaked and there was battery acid inside the compartment. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 112 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).